Event description:
It was reported that during a lung biopsy procedure, partially stapled. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. The batch record was reviewed, and no anomalies were noted during the mfg process.